Manufacturer narrative:
Batch review performed on 24 july 2018; lot 133638: (B)(4) items manufactured and released on 17 sept 2013. Expiration date: 2018-08-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection 1 year and 1 month after primary. The surgeon washed out the knee and swapped the poly.